Event description:
The customer reported a false positive result on a nasopharyngeal sample with the ID now covid-19 assay performed on (B)(6) 2021. Repeat testing was not performed. Pcr confirmation testing with bd max and gene xpert generated negative results. Although requested no additional patient information, including treatment and outcome, has not been provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1025681 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/lot 1025681, test base part number 190-430/lot 1025681. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025681 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue as the logfiles were not provided. However, a possible assignable root cause is patient sample interference.